Manufacturer narrative:
Device is a combination product. Promus element plus mr ous 2.50 x 32 mm stent delivery system was returned for analysis. Visual examination of the stent found that the stent was damaged on the first proximal stent strut row with stent struts lifted. The undamaged stent od (outer diameter) was measured and the result was within maximum crimped stent profile measurement. The balloon body was reviewed. No issues were noted on the balloon cones. The balloon wings were relaxed. Visual and microscopic examination of the bumper tip showed no signs of damage. Visual and tactile examination of the hypotube found no issues. Visual and tactile examination of the outer and mid-shaft section and tactile examination of the inner lumen found no issues with the extrusion shaft.

Event description:
Reportable based on device analysis completed on 29mar2019. The target lesion was located in the left anterior descending artery. During percutaneous coronary intervention (pci), a 2.50 x 32 mm promus element stent was advanced. However, the device failed to cross the lesion. The procedure was completed with another of the same device. No patient complications were reported and patient is stable. However, device analysis revealed a stent damage.